Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there were no environmental circumstances that would have affected ac power at the time of the event. The mpu has a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The mpu was not exchanged or removed from service.

Event description:
Log files were submitted for review and captured a string of power cable disconnect, low power hazzard, and no external power alarms on (B)(6) 2024 at 11:20 am while tethered to the mobile power unit (mpu). These alarms appear to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 11 days ((B)(6) 2024 ¿ (B)(6) 2024 per time stamp). On (B)(6) 2024 at 11:20:07, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~4 ¿ 11.5v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.